Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: we have received the article 400.834s with unknown lot number back for investigation. The in the complaint description mentioned package of the screw was not returned. Microscopic examination of the complained screw shows that the thread tip is rather flattened then broken. Furthermore, the recess of the screw show signs of usage. Summary: the complaint condition that the screw was damaged after opening the package cannot be confirmed, since the microscopic examination has shown the damages at the screw were clearly caused post manufacturing. Nevertheless, since the screw is damaged the complaint will be rated as confirmed. It can only be assumed that too much mechanical force whilst inserting into the bone caused these damages. As these screws are very small and quite fragile, a lot of care is required while handling. We can confirm the visible damages are not from any manufacturing non-conformity. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A product investigation was completed: no further information or material received for a confirmation of the complaint. The available image does not allow a determination of the reported event. It does not show a broken screw but possibly the tip was deformed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes china reports an event as follows: it was reported that during the unknown operation on (B)(6) 2019, it was noted the end of the shaft of the cranial screw was broken when they opened the package. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. This report is for a cranial screw. This is report 1 of 1 for (B)(4).